Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: serial digital interface cable was not plugged into the monitor, so this was reconnected; video 1 cable was not plugged into anything as the cable was loose and at the back of the processor there was not an serial digital interface cable plugged into the first out serial digital interface. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: serial digital interface cables were not connected correctly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no video signal being sent to the secondary monitor. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.